Manufacturer narrative:
Continuation of d10: product ID: neu_refillneedle, serial# unknown, product type: accessory; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter; product ID: 8780, serial# (B)(6), implanted:(B)(6) 2020, product type: catheter. H3: the 8780 ((B)(6)) catheter was returned. No anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine (0.5 mg/ml at 0.15mg/day) via intrathecal infusion pump for spinal pain. It was reported they were doing a normal pump implant today and the hcp connected the 8780 to the pump just fine. The hcp then likes to aspirate from the cap using the 24-gauge cap needle to confirm patency. The hcp went to aspirate from the cap, and it was unsuccessful. The hcp then took off the sutureless connector and put it on again. That is when he looked at the rep and said that it looked "flimpsy" and that it" felt loose/wiggly." The hcp then took 24-gauge needle and attempted to aspirate a second time and was unsuccessful. The hcp then decided to remove the existing sutureless pump connector piece on the ascenda and replace it with a new 8780 pump connector piece. The hcp attempted to aspirate a third time and still was not successful. The hcp then grabbed a new 24-gauge needle and aspirated from the cap and was successful. It was reported that both the cap needle and the catheter would be sent back for analysis to determine what one was the cause of the unsuccessful aspirations. The cap kit lot number was requested but not provided.